Event description:
The customer reported intermittent communication fail errors. The fe said the system would become unusable until rebooted. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connector at ps1 was evaluated and reseated. The system was tested and found to be working as intended and returned to service.